Event description:
The manufacturer received information alleging a "service required" alarm condition occurred. The device was not in patient use.

Manufacturer narrative:
The device was evaluated by the manufacturer's service center and the customer's complaint was confirmed. The ventilator's system board was replaced to address the issue.